Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor glucose reading is incorrect. Customer stated that the insulin pump keeps alarming for low and going to threshold suspend. Current blood glucose is 402 mg/dl; treated with insulin bolus. Sensor glucose reading is 45 mg/dl. Sensor age is 4 days old. Customer was instructed to remove and replace the sensor. Nothing further reported.